Event description:
It was reported that there has been a gradual rise in pace impedance on this right atrial (ra) lead. Recently the pace impedance reached greater than 2000 ohms. The threshold has alos increased from 0.7 volts (v) at 0.4 milliseconds (ms) to 1.5 v at 1.0 ms. There have been no device checks since implant and no known changes in the patient condition. Noise has not been produced. Technical services noted that it is up to the physician if they would like to monitor or troubleshoot. The field representative was going to discuss this with the physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was received detailing that the lead exhibited loss of capture. Additionally, an off label magnetic resonance imaging (MRI) was performed.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field, e1: initial reporter title, e1: initial reporter first name, e1: initial reporter last name, e1: initial reporter facility name, e1: initial reporter address 1, e1: initial reporter city, e1: initial reporter state, e1: initial reporter zip/post code, e1: initial reporter phone, h6: patient codes, h6: impact codes, and h6: device codes.

Event description:
It was reported that there has been a gradual rise in pace impedance on this right atrial (ra) lead. Recently the pace impedance reached greater than 2000 ohms. The threshold has alos increased from 0.7 volts (v) at 0.4 milliseconds (ms) to 1.5 v at 1.0 ms. There have been no device checks since implant and no known changes in the patient condition. Noise has not been produced. Technical services noted that it is up to the physician if they would like to monitor or troubleshoot. The field representative was going to discuss this with the physician. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.